Event description:
It was reported that the patient experienced shocks. A chest x-ray revealed the lead perforated the patient. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 11 cm from the connector pin and exposed the coil. Abrasions are indicative of exposure to constant friction with another implantable device.